Manufacturer narrative:
Testing was not performed as this issue was resolved at time of event. No parts have been received by manufacturer for analysis. Issue resolved at time of event. Issue resolved at time of event.

Event description:
A medtronic representative reported that prior to a case, when loading the cd, the navigation system experienced issues in spine and cranial programs. The exam data was deleted from the system freeing up the hard-drive, however the issue continued. The system was shut down and restarted to resolve the issue. The issue happened intermittently and could not be replicated. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.